Event description:
The infusion pump was received at the service facility with a report of it being set at 700 ml/hr and taking 3 hours to deliver a 1000 ml bag. It is not known if the pump was in pt use at the time. No pt injury was reported.